Event description:
Patient reported a "leak" in their lap-band system. This problem was first noticed when the patient "gained 30 pounds." Device remains implanted. Follow-up info: health professional stated the patient had came in, complaining of being "not full from eating."

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number, catalog number, or actual implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."